Event description:
It was reported that the foley catheter balloon was difficult to deflate. The device was placed prior to surgery. When the surgery finished and transferred the patient to the ward, they attempted to remove the water, but it could not be drained. According to the inquiry sheet, the balloon was partially deflated. But the catheter could not be removed. 0 ml of water was aspirated by syringe.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Although an exact root cause could not be determined potential root causes include: -notch design (ID undersized). -notch placement (nicks drainage lumen). -no notch. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as labelling would not prevent the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was difficult to deflate. The device was placed prior to surgery. When the surgery finished and transferred the patient to the ward, they attempted to remove the water, but it could not be drained.